Event description:
Rn hung oxaliplatin infusion and set in pump. Pt noticed leaking down the tubing where the white part of the tubing meets the clear tubing. Tubing primed with dextrose so fortunately it was not a chemo spill. Manufacturer response for oxaliplatin infusion, baxter nitroglycerin tubing (per site reporter).